Manufacturer narrative:
Referring to the product inquiry the supracondylar nail t2 scn ø10x300mm is considered the primary product. No further associated products were reported. A review of the device history records of the nail reported revealed no discrepancies. The item was documented faultless prior to distribution. According to information received the reported nail is not available to stryker. No product was complained. The issue is about the death of a patient two days after surgery, allegedly due to pulmonary embolism. On request it was confirmed that ¿the t2 nail is not suspected to have caused the event¿. This is supported by the medical opinion of a consultant hcp; his comments upon review of the available information: pulmonary embolism is a typical unspecific life-threatening complication after severe bone injuries, mainly in the lower extremity. Stable internal fixation allowing for early postoperative exercises and active movements of adjacent joints reduces the risk of postoperative venous thrombosis and pulmonary embolism by activation of the muscle pump mechanism, but has no impact on the risk of intraoperative pulmonary embolism. The event is related to the severe trauma and possibly to the surgical procedure, but there is no direct causal relationship between the device (intramedullary nail) and the event (pulmonary embolism). Furthermore, there is no clear evidence that there was a pulmonary embolism. The same symptoms may be caused by fat embolism. Since no product issues were reported and based on the above statements, review of the complaint history, labelling, nc/CAPA history and risk assessment were deemed dispensable in this case. Evaluation revealed that the root cause of the event is not device related. No non-conformity was identified.

Event description:
It was reported that t2 scn long surgery was performed without an anesthesiologist on (B)(6) 2016. When the distal screws insertion has been completed, the patient has a sudden change. The surgery has been interrupted, the intubation and the cardiac massage were performed. The patient died two days later.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that t2 scn long surgery was performed without an anesthesiologist on (B)(6) 2016. When the distal screws insertion has been completed, the patient has a sudden change. The surgery has been interrupted, the intubation and the cardiac massage were performed. The patient died two days later.